Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: there was no cartridge detected alarm verified in the black box. Received a no cartridge detected alarm during load step. Force sensor calibration reading was 0. Opened pump and removed from case. The force sensor was contaminated with a white substance. Force sensor resistance reading was 10.5k ohms. The display was faded and pink.